Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-service testing, an alarm was triggered, suggesting that the cassette was not properly attached, even though it was securely fixed. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 9/16/2024. H3: one device was returned for analysis. Review of the event history log (ehl) showed a high flow admin set latched and cassette not attached properly alarms. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to an over glued on the downstream occlusion seal. As a result, the downstream occlusion seal cleaned and re-glued. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.